Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving battery charger faults. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (charger faults) was confirmed. Upon investigation the battery charger was unable to charge a battery pack. The cause for the failure was isolated to contamination on the battery pack connector and 16-bit cmos microcontroller u13. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted from the contaminated battery charger. The pt received a replacement battery charger.